Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states that caller alleges there was a wire hanging from the chair and it was sparking.